Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that the tip of the shaver blade snapped clean off after a few minutes into a knee arthroscopy. It was further reported that no pressure was exerted by the surgeon on the blade.